Manufacturer narrative:
The customer¿s results of the investigation were inconclusive. Inspection: n/a, only the device logs and customer dataset were received for investigation. Analysis of the pcu log review shows pump module s/n (B)(4) was programmed to infuse oxytocin induction 30unit in 500ml (drugid (B)(6)) at a rate of 4ml/hr. With a vtbi of 500ml at 2:59 pm on (B)(6) 2019. At 3:03 pm, the device was channeled off. There were no alarms prior to channeling off the device. The volume recorded as being infused during this period was 0.24ml. The root cause of the unspecified event was not identified. No device received-only log review.

Event description:
The customer reported an unspecified patient event where the patient needed emergency surgery as a result of the event. Although requested, no further information has been received.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Section a: although requested, patient demographics not provided. No device received-log review only.

Event description:
The customer reported an unspecified patient event where the patient needed emergency surgery as a result of the event. Although requested, no further information has been received.